Event description:
Biomed reported a pump module that "potentially" delivered a larger than normal amount of air to a pt. The user stated that it did not detect the air in line and kept running. Normal saline bolus was infusing with a zofran piggyback. Additional info received from the clinical contact: air did not reach the pt. The pt had temporary chest pressure that resolved in about an hour. The pt only required observation, not medical intervention was necessary. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of a pump module failing to detect air could not be confirmed nor replicated. Review of the pc unit event logs confirmed that an accumulated air-in-line event occurred on (B)(6) 2012 at 11:35 am, which was approximately 5 minutes before the reported time of the event. The alarm was acknowledged and reset by the user. The accumulated air-in-line alarm event is accompanied by an audio alarm and a visual message showing an accumulated air-in-line alarm message on the pc unit lcd screen. Functional testing on the pump module for air-in-line detection found it to be detecting air within specification and testing of the accumulated air detection found it to be working properly. Review of infusion center profile determined that the air bolus limit was set at 250 ul with accumulated air enabled. At the upper specification of the 250 ul alarm limits (300 ul), the air bubble size that would trigger an air-in-line alarm could be as large as 2.036 inches. The pump module was inspected and no issues relating to the air-in-line issue was noted during visual examination. The root cause of the customer's report of the pump module failing to detect air was not confirmed. No device malfunction is believed to have occurred.